Manufacturer narrative:
Patient's age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician advanced the quantum apex monorail 15 mm x 2.25 mm balloon catheter into the calcified lesion at the tightest part of the lesion inflating to 18 atm. The balloon ruptured and the physician monitored the patient. The patient was stable and the procedure was rescheduled.

Event description:
It was reported that during percutaneous coronary intervention treatment procedure a balloon rupture occurred. The physician advanced the quantum apex monorail 15mm x 2.25mm balloon catheter into the calcified lesion at the tightest part of the lesion inflating to 18atm. The balloon ruptured and the physician monitored the patient. The patient was stable and the procedure was rescheduled.

Manufacturer narrative:
Device evaluated by MFR: there was blood in the balloon and inflation lumen. There was a longitudinal tear 5cm from the distal end of the proximal markerband; the longitudinal tear was connected to a small circumferential tear. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).